Event description:
Two pt samples with discrepant calcium results. Pt 1, female, tested 2008, initial result 7.2mg/dl. Same sample repeated twice gave 8.2 mg/dl and 8.2 mg/dl (different analyzer, same methodology). Pt 2, tested 2 days later, initial result 10.7 mg/dl (different analyzer, same methodology). Same sample repeated twice gave 9.3mg/dl (this analyzer), and 10.8 mg/dl (third analyzer, same methodology). Erroneous results were not reported. The field service rep was unable to determine root cause. Performance tests were performed.